Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. At explant the physician noticed possible bulging at a certain aspect of the lead. The lead was explanted.

Manufacturer narrative:
External insulation abrasion was noted at 17.3-19.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.

Event description:
Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors do not appear to be externalized.